Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issues of catheter broke / separated after placement and needle pulled out of hub were confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failures to our manufacturing process since no sample was returned for evaluation. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system safety mechanism broke, leaving the needle in the patient's vein, which was able to be removed by the nurse. The following information was provided by the initial reporter: "details of complaint (reported issue): the retractable device on the nexiva 24g IV catheter has broken, leaving the needle and catheter in the patient's vein. Normally, only the catheter remains in the patient's vein; the needle is removed and disposed of safely. The nurse was able to withdraw the needle gently to limit the consequences for the patient. Complaint noticed: during / after use."

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system safety mechanism broke, leaving the needle in the patient's vein, which was able to be removed by the nurse. The following information was provided by the initial reporter: "details of complaint (reported issue): the retractable device on the nexiva 24g IV catheter has broken, leaving the needle and catheter in the patient's vein. Normally, only the catheter remains in the patient's vein; the needle is removed and disposed of safely. The nurse was able to withdraw the needle gently to limit the consequences for the patient. Complaint noticed: during / after use."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.